Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by a stomach ache. On the same day, the patient went to the emergency room (ER) for the reported event. The patient was treated with unspecified antibiotic medications (intraperitoneally (ip)). Once a culture was performed, the treated was changed. The patient had remained in the ER overnight. On an unreported date, the patient was hospitalized for this event. At the time of this report, the patient was still on antibiotic medications, however the patient was recovering from the reported event. Additional information was requested and was not available at this time.